Event description:
I purchased these contacts. They are not to correct vision but to brighten the color of eyes. I had them in my eyes for approx 8 hours and my eyes started hurting and my vision was foggy. I took them out of my eyes and my vision was still very foggy without the contacts and the pain in my eyes was really bad and it got worse. My eyes were also very light sensitive. This pain in my eyes, foggy vision and light sensitive continued to get worse for the next 4 days. It hurt so bad I couldn't open my eyes. After the forth day my eyes cleared up and the pain went away. I was reading about the contact lens recall. The contacts I purchased were not the brand that were recalled, but the symptoms I experienced from these contacts were the same. The contact brand is "happy". I still have the contacts and the packaging it came in.